Event description:
Rptr was injured in 3/91, by sound equipment made in a foreign country and imported without license or approval of the FDA. The equipment was used by a chiropractor. When rptr could recover sufficiently to sit before a computer terminal to write of her problems and concerns, it was a year after the injury. The result of incident demands that something be done in the interest of public safety culminated in the local FDA confiscating the equipment in question in 3/93. Upon examination, it was determined that the equipment was not capable of doing what it claimed to do. Rptr entered a complaint against the chiropractor with the board of chiropractic examiners. (*)